Event description:
Boston scientific received information that the patient reported beeping tones were being emitted from this implantable cardioverter defibrillator (ICD). When the ICD was interrogated, the fault code 1003 was displayed along with the message that the voltage was too low for the projected remaining capacity. A memory download was performed and sent to boston scientific technical services (ts) for analysis. No adverse patient effects were reported. A boston scientific engineer reviewed the data and discussed that the battery is showing a high current drain and should be replaced as soon as possible. A device replacement has been scheduled. There were no adverse patient effects reported.

Manufacturer narrative:
All available information indicates that this product remains in service. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this ICD was thoroughly inspected and analyzed. External visual inspection of the device revealed no anomalies. Review of the device memory confirmed that a low voltage alert was recorded. Although the device memory diagnostics demonstrated that the daily battery voltage measurements displayed an irregular pattern of discharge, the battery voltage level at explant (2.9 volts) was sufficient to ensure therapy availability/delivery while the device was implanted. The device case was then opened to facilitate analysis of the internal components. The battery was separated from the other device electronics and the overall current draw of the circuitry was measured. A normal current drain was observed within the circuitry. Collectively, the pattern of irregular daily battery voltage measurements in conjunction with normal power levels and device hybrid current draw is consistent with behavior of devices where a latent current leakage path has occurred within the battery itself, resulting in a partial depletion of the battery.

Manufacturer narrative:
Additional information was received indicating this device has been explanted. At this time this product has not been returned to boston scientific for analysis. This investigation will be updated should further information be provided.